Manufacturer narrative:
The subject device was evaluated at sorc. As a result of the evaluation, the following was confirmed. -the endoscopic image failure occurred due to the video connector was flooded. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the subject device at olympus service operation repair center (sorc) and found that the endoscopic image failure occurred. The occurrence date of event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus service operation repair center (sorc). Omsc checked the device history record of the subject device, there was no irregularity found. The exact cause of the reported event could not be conclusively determined. However, omsc surmised that the image was not displayed because the electronic circuit was destroyed by water entering from the cracked part of the connector. The instruction manual provides preventive measures against cracking of the connector and water immersion inside the device. By following this instruction, omsc determined that the occurrence of the reported event can be prevented. If additional information becomes available, this report will be supplemented.